Manufacturer narrative:
(B)(4) - difficulty advancing through bile duct. If the device is returned an analysis will be conducted. If any further relevant information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation via anvisa that a percuflex biliary drainage stent was used during a procedure in the bile duct of a patient (patient age, sex and weight are unknown). Difficulty to insert the device into the biliary duct was experienced. No additional information regarding the circumstances surrounding this event have been provided. The regulatory authority has reported that no further information regarding this event is forthcoming.